Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful, and air was noted in the line. Per reporter residual volume was: 92.8 ml, rate 2.0 ml/hr and 24.50 ml was given. No adverse patient effects were reported. No additional information is available at this time.